Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).

Event description:
It was reported, the patient was not receiving adequate pain control. The catheter was found to have "slid out" of the intrathecal space. The spine segment was replaced and reconnected to the existing pump segment because, it was no longer intrathecal. The anchor had remained in place and was intact. The catheter integrity was determined to be good and intact, the health care provider (hcp) checked for leaks by injecting dye; and magnetic resonance imaging (MRI) was also performed. The patient was noted to be alive with injury at time of this report. The pump was infusing dilaudid. It was further reported the patient had an increase in pain. The event was first noted at an hcp visit on an unspecified date. The patient status was unknown at time of report.